Manufacturer narrative:
This is a supplemental report to provide additional information. A part of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire was broken at the brazed area of the operating pipe. The operating pipe was not returned. There was no abnormality of the brazed area of the pipe, and the outer diameters of the brazed area. The fracture surface of the operation wire showed that it broke due to ductile fracture. The basket wire part was not returned. There was no abnormality of the coil sheath. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the operating wire might be broken. The above device handling has warned in the instruction manual as follows. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During crushing calculus, the subject device was used. The proximal side of the pipe was broken as soon as the user started crushing the calculus. The user tried to crush the calculus with the old emergency lithotriptor. However, the handle of the old emergency lithotriptor was broken. Then, the user implemented an open surgery and the intended procedure was completed. It was reported that the patient was recovering.